Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was revealed that there was a code 1005 upon interrogation, indicating there was an open circuit condition during shock delivery. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.